Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. As received, the monitor failed incoming functional testing. The cause for the failure was isolated to a damaged pulse pin in the monitor's belt receptacle. The root cause for the damaged pin was excessive force. No adverse event resulted from the damaged monitor. Device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt. Manufacture dates: monitor: 6/30/2015; electrode belt: 1/18/2016.

Event description:
A u.s. Distributor returned a patient's monitor and reported that the patient was experiencing frequent gong alarms. A patient's electrode belt was returned to the u.s. Distributor, and it was reported that the patient was experiencing frequent gong alarms.